Manufacturer narrative:
This device was not returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. Because the device was not returned no investigation could be completed. This report will be updated if the device is made available to mmdg for evaluation.

Event description:
The initial reporter stated that they had an issue with air passing through the filter of the adminstration set. They stated that this would occur after they primed the set, before they attached it to the patient and that when they would try to prime the set again, they could not get the filter to fill with fluid. Mmdg did follow up with the initial reporter who stated that the patient had not experienced any adverse effects due to the complaint. (B)(4).